Manufacturer narrative:
Fracture abutment with attached crown to the upper portion of the fractured abutment was received. Visual inspection confirmed the abutment fracture was located on the body of the abutment where the crown meets the abutment (interface) above the abutment connection line. The complaint is confirmed. The device history record review was performed and did not identify any non-conformances. There were no manufacturing deviations identified which would cause or contribute to this complaint. A definitive root cause has not been determined.

Event description:
It was reported that zirconia abutment fractured at interface. Patient arrived with broken abutment and crown in hand. Originally placed in (B)(6) 2016. Around tooth location #12.